Event description:
The post-surgical patient was on a hana table with the left foot in boot attached to the spar, right leg flexed and in leg positioner, post in place between legs, left arm abducted across chest (held with stockinette wrapped around the bed). No arm board on left side due to positioning. Per ther surgical staff, no safety strap was used as the patient was prepped to the lower rib cage and the strap would be in the way if used around the spar or across the neck if able to get on the side rail. Occasionally, the strap is used on the arm board in other case, but unable to use an arm board for this surgery. In preparation to transfer the patient to a cart, the drapes were removed. The femoral mechs were removed and the patient transfer board was inserted so the patient's legs could be moved out of the positioners. The staff was focused upon individual tasks to transfer patient to gurney when the patient fell from table (3'4'). The customer is stating that there is inconsistent practice of not having the strap applied to the patient and they plan to educate the staff on the use of the strap; however, as noted on the medwatch they believe there is incomplete instructions on how to strap the patient to the table and there are no photos. Reference medwatch from (B)(4).